Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Without the return of the anchor, the reported complaint of breakage cannot be confirmed. Functional assessment of the inserter confirmed the torque limiter and inner shaft functioned as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 5.5 footprint ultra pk suture anchor broke during implantation. No additional bone holes were required to be drilled and the anchor was completely removed. A backup device was used to complete the procedure. There was no impact to the patient reported. A short delay of less than 30 minutes was reported.